Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a patient presented in-clinic for a follow-up, it was note possible to get information of the device in a reasonable time. It was noted that more than 15 minutes was spent to interrogate the device. The memory was cleared, the software was loaded up again, and the device was reprogrammed and the issue was resolved. The patient was stable.